Manufacturer narrative:
One cardiomems power supply was returned for evaluation. Visual inspection revealed electrical tape applied to the cord area of the power supply. The tape was removed which revealed exposed, frayed internal wires from the cord of the power supply. The cause of the reported spark was due to a frayed, exposed internal wire on the power supply cord. It is uncertain how the damage occurred.

Event description:
The patient called to report that the power cord began to spark when plugged in. The power cord was replaced to resolve the issue.